Event description:
Customer called and says that the driver arms are so loose that when the unit is turned upside down the arms fall down on their own. Customer did a troubleshooting bolus and nothing exited.